Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The console was examined and a broken purge disc flag was identified.

Event description:
The complainant reported that the automated impella controller (aic) purge lever was suspected to be broken. The aic was exchanged. No patient harm has been reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.